Manufacturer narrative:
The hospital reported they will be replacing the flow valve and exhalation valve assembly, as well as cleaning the drive gas check valve and bellows pop off. The customer contact informed ge healthcare that the hospital does not have patient information for the reported event.

Event description:
The hospital reported that, during a case, positive end expiratory pressure was set to off, however, was reading 20. There was no reported patient injury.